Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the maryland bipolar forceps instrument with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia repair procedure, a maryland bipolar forceps instrument broke and a fragment fell inside the patient. The fragment was retrieved during the same surgical procedure and a prograsp instrument was installed to proceed with the case.